Event description:
Customer reported of a past low blood glucose event with a level of 50 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose event. Tandem technical support advised the caller to consult a healthcare provider to discuss factors affecting their blood glucose levels, and the caller understood and acknowledged this recommendation.